Event description:
As reported by the study, this patient had a hemispheric tia on the table. Air bubbles were introduced through the guiding sheath. The physician positioned the stent and then injected contrast for roadmapping. The sheath was aspirated prior to injection, and had blood return with no bubbles but as the roadmapping run was done, it was clear that an air bubble went up the ica. The tia occurred about a minute later, and lasted for several minutes, but gradually got better and was entirely cleared by the end of the procedure. The patient had no new deficit when seen by the neurologist the following (day). The devices were all flushed according to protocol, and the air bubble was not introduced through any of the devices. Pta was performed on an 85% lesion in the ostium of the basilar internal carotid of 20mm in length in an 8.6mm reference diameter. Total stented segment was 40mm. Vessel tortuousity by visual inspection was severe. The qualitative lesion calcification was described as moderate. The geometry of the lesion was eccentric. The lesion was pre-dilated. An angioguard was used, deployed and successfully retrieved without technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted in the target lesion. The lesion was post-dilated and the residual diameter stenosis was 40%. During post-dilatation neurological deficits began to appear. Emergent carotid surgery was not required. The onset was sudden and lasted for less than 24 hours. The patient also had a full recovery. There was also on occlusion in the contralateral carotid. Pre and post-procedure medications included aspirin and clopidogrel. Act was 449. First value of total ck-mb was 2.5 and first ck-mb upper limit was 3.6mg/ml. First value for ck was 447 and the first upper limit value was 246.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.